Event description:
On july 26th, the user contacted dario to report high blood glucose (bg) readings. The user reported that prior to contacting dario, she received high bg readings of 384 mg/dl, 395 mg/dl,487 mg/dl, and 559 mg/dl with her dario meter. Due to these high readings, the user went to the ER where her bg level was tested with the hospital's meter and was found to read 82 mg/dl. In addition, the user received a bg reading of 92 mg/dl from her blood lab work at the hospital.

Manufacturer narrative:
While on the phone with the user, dario's representative inquired how long her strips cartridge had been open and educated the user that strips that have been open for more than 30 days can cause inaccurate readings. The user reported to dario's representative that her strips had been open for 6 weeks. The user stated that after she searched on the internet for information regarding how long strips typically last before expiration, she found it to be 90 days. Dario's user guide states in the section regarding dario's test strips labeling "use within one month from first opening the cartridge foil". In a follow-up e-mail to the user, dario's representative attempted to contact the user in order to send the user a new strips cartridge and further investigate this issue, however the user did not respond. The high bg readings may have been due to the misuse of strips. There is not enough information regarding the old strips to investigate. No resolution is available.